Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on oct 20, 2021.

Manufacturer narrative:
Device analysis report attached. This report is submitted on november 22, 2021.

Manufacturer narrative:
This report is submitted on july 16, 2021.

Event description:
Per the clinic, the patient experienced poor sound quality with device use. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.